Event description:
A hospital reported a male 71-year-old patient experienced a 12cm x 7cm skin tear on the left calf upon removing 3m¿ 9165 universal electrosurgical pad. After a ten-minute polypectomy the pad was removed, and a skin tear was alleged. Skin was removed from the pad and applied to the skin tear with use of staples. Skin was not prepped prior to application and reported there was no difficulty removing the pad.

Manufacturer narrative:
Device is not available for evaluation. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the plate met specification. 3m¿ cannot determine the exact root cause of the alleged injury or whether a patient plate was the root cause. To reduce the risk of burns, all instructions should be followed as per the instructions for use (IFU). The instructions for use states, to reduce the risk of burns the site must be clean, dry and free of hair at application site. The IFU also states to avoid placement over surgical prep solutions containing iodine. 3m¿ will continue to monitor.